Manufacturer narrative:
A lot history record review was completed for lots 25119597, 25120082 and 25120551 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that since using vasoview hemopro 2 for endoscopic vein harvesting procedures, there has been an increase in leg bleeding and hematomas. The harvester doesn't feel the device is a quality product and wants to go back to using the vasoview 7.

Manufacturer narrative:
January 18, 2016 11:50 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that since using vasoview hemopro 2 for endoscopic vein harvesting procedures, there has been an increase in leg bleeding and hematomas. The harvester doesn't feel the device is a quality product and wants to go back to using the vasoview 7.